Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient developed new trifasicular block, left bundle branch block (lbbb), left anterior fascicular block (lafb) and 1st degree av block. A dual chamber permanent pacemaker was placed to resolve the situation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received, updated the patient age, weight, and unique identifier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Available information does not indicate a potential manufacturing issue. Conduction disturbances such as trifasicular block, left bundle branch block (lbbb), left anterior fascicular block (lafb) and 1st degree av block are known potential adverse effects per the corevalve instructions for use. As was true in this case, the conduction disturbance can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the corevalve implant. (B)(4).